Event description:
It was initially reported that a neurologist's wand was not working and no further specifics were given at the time. Further info was provided by the neurologist's nurse indicating the wand was having issues interrogating a demo generator as they were able to successfully interrogate the demo generator with another wand. Additional info from the nurse revealed the connections between the handheld and wand was checked and the handheld was unplugged from the ac power supply, but the issue prevailed. Furthermore, the nurse was not sure if the battery inside the wand was replaced following the troubleshooting. A new wand was sent to the treating neurologist and good faith attempts to obtain the old wand to the MFR have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.